Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the cause of the aortic regurgitation is unknown. However, it may be related to patient factors which were not provided. In addition, it is unknown the timing or if any intervention was performed. However, three valves were post dilated.  There was no allegation or indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is four of four reports being submitted for this case.

Event description:
As reported at european association of percutaneous cardiovascular interventions (europcr 2019), through a presentation ¿pre-dilatation vs direct transcatheter aortic valve implantation: directavi trial¿, through a randomized controlled monocentric trial involving 6 independent teams of the same district 236 patients underwent tavi using edwards sapien 3 (sizes 23/26/29) between may 2016- may 2018. Three patients had a stroke (disabling and nondisabling), seven patients had major vascular complications, forty-seven patients required a permanent pacemaker implantation and fourteen patients had moderate aortic regurgitation. This complaint represents the fourteen patients who experienced moderate aortic regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction: this complaint represents the eight patients who experienced moderate aortic regurgitation.

Manufacturer narrative:
This is four of four reports being submitted for this case.  Please reference manufacturer report no. 2015691-2019-02257, 2015691-2019-00258 and 2015691-2019-02261.